Event description:
The customer reported their intellivue mp5sc spotcheck monitor is displaying a speaker malfunction error message and the device is not producing any sound. It is unknown if the device was in use at the time of the event, however no adverse event was reported.